Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge."

Event description:
Medtronic received information that possible under delivery occurred. The attorney of the customer reported that customer's infant child suffered an intrauterine demise and was delivered stillborn by cesarean section on (B)(6) 2017. Customer had a previous pregnancy which resulted in an emergency cesarean section due to preeclampsia. For her second child, customer was using a replacement pump and her bgs varied more than previously and became difficult to control. On (B)(6) 2017, customer was seen at her obgyn. Her child was noted to be healthy. However, customer began suffering severe headaches with nausea and vomiting following her ultrasound. On (B)(6) 2017, customer was admitted for diabetic ketoacidosis. Customer's condition seemed to stabilize and she was discharged on (B)(6) 2017. On (B)(6) 2017, customer again experienced nausea and vomiting along with abdominal pain. She was taken by ambulance to the emergency department. It was determined that she was in diabetic ketoacidosis and was admitted to the intensive care unit. It was determined that customer's baby suffered an intrauterine death and was delivered stillborn by cesarean section on (B)(6) 2017. Customer is alleging the pump led to the diabetic ketoacidosis, resulting in the death of her baby.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b2, b3 and b5 with this report.

Event description:
Medtronic received information that the customer was not able to control her blood glucose. The customer was seen by her obgyn on (B)(6) 2017 and was noted to be healthy but then began to experience headaches, nausea and vomiting after her ultrasound. The customer was then admitted to the hospital due to diabetic ketoacidosis. The customer was stabilized and released on (B)(6) 2017.